Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch verio flex meter was displaying an ¿error 5¿ message during testing. The complaint was classified based on the customer care agent (cca) documentation, since the patient was unwilling to provide further information during a follow-up call. It was not reported when the alleged error message began to appear. The patient indicated that she had been unable to take insulin due to the error message appearing. During the initial call, the patient informed the cca that she was feeling ¿shaky.¿ however, no further information was obtained as the patient disconnected the call. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.